Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate implant and immediate load were performed. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 20, the implant did not obtain osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in (B)(6) site 20, the implant did not obtain osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.